Event description:
Hosp course: pt was admitted to picu one day status post bronchoscopy, needed to change tracheostomy tube and to try and fix granulation tissue. Pt had tolerated the procedure, but surgery was unable to remove much of the granulation tissue so pt was sent home with instructions to followup with ent. Pt was at home then, when pt noticed a large air leak around the trach. Otherwise pt was okay - until they suffered a respiratory arrest lasting 3-4 minutes and requiring vigorous bagging and mouth to trachea CPR. 911 brought pt to hosp which treated them here without problems. By the time pt arrived here they looked baseline. Pt was in their picu for a brief period of time when the pt desaturated and required strenuous bagging with pressures approximated at 100. Along with positioning of the pt's head, the bagging did eventually bring the pt around. Dr - gen surgeon - was called. He took pt to the or to evaluate the traceostomy site/airway. There he found a broken tracheostomy tube. Pt returned to the picu status post bronchoscopy in good condition, with no respirations problem. The pt is discharged: in good condition.